Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection with endocarditis. The patient was treated with antibiotics. The implantable cardioverter defibrillator (ICD) system was explanted. No patient complications have been reported as a result of this event.